Manufacturer narrative:
This report is for three unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation; device has reportedly been discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision surgery to remove a 2.7mm / 3.5mm distal medial, variable angle humeral and an unknown number of variable angle locking screws, three (3) of the locking screws broke while being removed. It was added that both the medial and a lateral plate and a total of thirteen (13) unknown screws were implanted using a parallel plating technique on (B)(6) 2014 to repair a left distal humerus fracture. Reportedly approximately eleven (11) screws were affixed through the plates, a cannulated screw affixed in the olecranon and one (1) unknown screw implanted using a lag screw technique. The patient status was reported as stable at the outcome of surgery. The broken devices were easily removed with no additional medical intervention required or surgical delays reported. This report is related to (B)(4). This report is for three unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initially reported as (B)(6) 2016; should be (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.